Event description:
An invasive cardiovascular procedure was being performed on a pt in the ep lab. The pt went into ventricular fibrillation and an attempt was made to administer a shock using the lifepak 20 defibrillator/monitor. The nurse operator reported hearing the defibrillator charge, but it would not discharge when the shock button was pressed. The operator then attached the standard external paddles to the unit and administered a shock to the pt. There were no adverse affects to the pt reported as a result of the alleged problem.